Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. Serial number (B)(6) was reported by the customer; however, the serial number could not be validated. As such, d4. Serial # and h4.- device manufacture date fields were intentionally left blank. The unique device identifier field in d.4 only includes the device identifier (di) details and does not contain the production identifier (pi) details. H3 other text: device not returned.

Event description:
The customer reported the rad-97 "does not maintain connection." No patient impact or consequences were reported.